Manufacturer narrative:
Concomitant medical devices: product ID: 978a128, lot#: va28eua, implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 978a128, serial/lot #: (B)(4), ubd: 08-apr-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the wire was not buried deep enough the healthcare professional because it was their first time implanting one. It protruded out and patient had to keep therapy turned off otherwise they would get shocked. Patient had a lead replacement on (B)(6) 2021 by new physician.